Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) not charging when plugged in. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the event is a duplicate of tw#(B)(4).hence the complaint is invalid and a follow up report is not necessary. Please cancel in your database.